Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. During evaluation, the force sensor assembly was found to be damaged. In addition, the force sensor was found to be out of calibration.

Event description:
It was reported that the plastic around the cartridge compartment was chipping and the cartridge cap was not seating tightly. The pt noted that the pump emitted loss of prime warnings several times per day. There is no indication that the pt was attached to the infusion site when the pump was re-primed. During evaluation, the force sensor assembly was found to be damaged. In addition, the force sensor was found to be out of calibration.